Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance (sli) measurements on a commanded test. Technical services (ts) was consulted and indicated that this appeared to be due to calcification since there were no out-of-range sli on daily trend data. Ts recommended programming changes and patient monitoring. This lead remains in service. No adverse patient effects were reported.